Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During preventive maintenance testing, the reported issue was reproduced. The downstream thermistor reading was found to be out of specification. A review of the event history log revealed multiple ¿system error 345¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the thermistor. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.